Event description:
Patient reports that on (B)(6) 2017 he went to the urologist for a prostate exam, which was found to be enlarged. His urologist ran lab work and found that his testosterone levels were extremely low. Patient states that he has been on dialysis with a device manufactured by nxstage medical. He states that this manufacturer uses the chemical dehp in their device which is a chemical that may cause negative health effects on humans and believes that this is the cause for his low testosterone levels and overall lack of energy.